Event description:
At about 2 years and 4 months after the primary surgery, the patient came in reporting pain due to a loose patella and the cause is unknown. The surgeon revised the patella and insert and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 09-sep-2022. Lot 1908306: (B)(4) items manufactured and released on 07-nov-2019. Expiration date: 2024-10-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported case during the period of review.